Manufacturer narrative:
This report is being filed under exemption (B)(4) by arjohuntleigh, inc. (B)(4) on behalf of the MFR arjo (B)(4). Add'l info will be provided upon conclusion of the MFR's investigation.

Event description:
As stated by the customer (B)(4) 2012: this equipment was voluntarily tagged out for service by the customer and not used with pts. This unit is not under a service agreement, and the maintenance department was checking out the unit when they found the molded portion of the stretcher that holds the bolt (or fastener) to the drop down side rail was cracked off the unit. The device was inspected at the user's facility by a rep of the MFR's sales and service unit subsidiary division, not a direct employee of the MFR. An arjohuntleigh service technical replaced the parts and tested on service.